Event description:
It was reported by the health care professional (hcp) that the patient had underwent a full day procedure for a left ventricular assist device (lvad) and right ventricular assist device (rvad). The patient also underwent an unspecified bedside procedure and received potential inappropriate therapy as a result. The medical staff was unaware that the patient was shocked at that time. A lead integrity alert (lia) had triggered on the right ventricular (rv) lead due to high rate non-sustained (hrns) episodes and sensing integrity counter (sic). A review of the stored episodes showed oversensing on the rv and right atrial (ra) leads. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.